Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the circumflex (cx) artery. Using a femoral access site, pre-dilatation was performed with non-abbott balloon catheters. Two implants were deployed, one at 10 atmospheres for 48 seconds and the other at 14 atmospheres for 53 seconds; post-dilatation was performed on both implants. A 2.75 x 12 mm xience v stent was deployed at 18 atmospheres for 26 seconds. The procedure was completed with no issues. On (B)(6) 2013, the patient presented with a st elevation myocardial infarction (stemi); timi flow was 0. Using a femoral access site, intervention was performed with balloon angioplasty and implantation of a xience v 2.75 x 08 mm to repair the artery and restore flow. The procedure was completed with no complications and the patient is alive. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received stating: the stents thrombosed and balloon angioplasty restored flow on oct 4. Thereafter, a xience stent was placed proximally in the circumflex artery to cover a possible small dissection.

Manufacturer narrative:
(B)(4). The reported patient effects of dissection, myocardial infarction, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use, as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.